Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the allegation was against the cervical ipg for shocking leading to uncomfortable stimulation. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: ipg, 7.5ah, scs, 1.27mm, model: 3663, UDI: (B)(4), serial: (B)(6), batch: 6546621.

Event description:
It was reported that the patient experienced pain at the ipg site and shocking sensations. As a result, surgical intervention may be undertaken to address the issue. It is unknown which ipg site the patient is experiencing pain.